Event description:
A secondary physician reports a pt that was implanted with a crystalens one year ago, is experiencing decreased vision with best corrected visual acuity of a murky 20/40. The physician found possible lens debris or possibly elschnig pearls covering the back of the lens optic, which could explain the decline in vision. Since surgery the pt underwent two yag capsulotomies and a lasik procedure. A neuro-ophthalmologic specialist ruled out optic nerve and retinal pathology. It has now been suggested to the pt to seek expert consultation for a possible lens exchange.

Manufacturer narrative:
(B)(4).